Manufacturer narrative:
The follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted tot he FDA on (B)(6) 2015.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulation - and as indicated by terumo cardiovascular systems. A total of 13 centrifugal pump samples were returned for evaluation for this event. Visual inspection was performed on all of the samples, during which 9 were found to have no anomalies. The remaining 4 samples were found to have crazing around the top and bottom housing welds and cracks on the top housing near the outlet port and at the weld. All 13 samples were set up on a sarns driver motor built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660mmhg and ran for a maximum of 1 hours. One of the 4 samples that had crazing did not leak during this test, while the other 3 samples were found to have very slow leaks from the cracks in the tip housing near the top housings / separator weld. The 9 samples that had no cracks or crazing did not leak during the test and were conforming product. The cracks were caused by dehp compound residue on the x-coated separator of the pump. The separator came into contact with dehp when it was dipped into the incorrect tank during manufacture. This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system. A third follow up will be submitted upon completion of the investigation and / or submission of new information, thus (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
A third follow up will be submitted upon completion of the investigation and / or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Due to previously reported complaints to terumo cardiovascular systems corp involving the same device, the user facility chose to return this device at their own discretion. The device was not used during a procedure so there was no patient involvement. The other events were reported on MFR report #1124841-2015-00096 and 1124841-2015-00097.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).